Event description:
The user received a questionable result for calcium on the cobas c311 analyzer for one patient sample. The initial result was 12.6 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. Later the same day, the laboratory was contacted by the physician who requested the sample be repeated. The sample was repeated which yielded a result of 9.1 mg/dl. The patient was unaffected by the event. The reagent lot number for calcium was 62601901. The field service representative determined the cause was the rinse unit pressure was misadjusted. He performed adjustments. Performance tests were run.